Event description:
It was reported that the right ventricular (rv) lead had high threshold the day after implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically cut but not breached. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator, (B)(6) 2013; 5076 implantable pacing lead, (B)(6) 2013. (B)(4).